Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, while stapling, the adapter portion broke and stuck to reload. Another stapler was used to complete the case. There was no patient injury.